Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the surgeon performed lumbar fusion procedure using the expedium verse system. When final tightening the unitized set screws at the end of the procedure the x25 inserter tip was stripping out. Both x25 inserters in set were used and surgeon applied downward pressure to get the unitized set screws to final tighten without having to open additional sets. Upon inspection, the tips of the x25 inserters are damaged and will need replacement. Procedure was completed successfully with one(1) to two(2) minutes of surgical delay. Concomitant device reported: unknown unitized set screw (part# unknown, lot# unknown, quantity unknown) unknown torque-limiting handle (part# unknown, lot# unknown, quantity unknown) this report is for one (1) verse x25 inserter/tightener. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for verse x25 inserter/tightener was conducted identifying that lot number gm5597113 was released in one batch. Batch1: lot qty of (B)(4) units were released on january 29, 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the verse x25 inserter/tightener had the distal tip stripped. The observed condition could be attributable to repetitive use and end of life indicator of the device. No other issues were identified. A dimensional inspection was not performed for the verse x25 inserter/tightener due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the verse x25 inserter/tightener after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.